Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 580 mg/dl and a bolus was delivered to address bg. Customer was unsure what caused bg to elevate; however, customer is prone to rapid bg increases. Customer also stated elevated bg may be due to over-compensating for a low bg and unrelated hot flashes. Reportedly, customer met with their consultant and pump therapy was resumed.